Event description:
Customer's husband reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level was at least 499 mg/dl at the time of admission. Caller reported that bent cannulas contributed to the high blood glucose level and hospitalization. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.